Event description:
Additional information received reported that it was believed the neurostimulator had been overdischarged.

Manufacturer narrative:
Lead model 3998, serial # (B)(4), implanted: (B)(6) 2007, explanted: unknown; lead model 3998, serial #(B)(4), implanted: (B)(6) 2002, explanted: unknown; extension model 3708240, serial # (B)(4), implanted: (B)(6) 2007, explanted: unknown; extension model 3708260, serial # (B)(4), implanted: 2006, explanted: unknown.

Event description:
It was reported that there was a decrease in therapeutic effect. The stimulation stopped (B)(6) 2011. It was reported that the device had last been recharged on (B)(6) 2011. The device was unable to be interrogated. Physician mode recharging was performed twice, but the device could not be recovered. It was planned to schedule a replacement procedure for the implantable neurostimulator system.

Event description:
Additional information received reported that the patient did not have concerns with her device or therapy. She received assistance on (B)(6) 2011 and her concerns were resolved. The manufacturer's device registry showed that the patient had a surgical intervention, and it was reported that the patient was doing great after her replacement surgery.